Event description:
It was reported that the tips of an aleutian an inserter and an aleutian an inserter inner shaft deformed intra-operatively during cage insertion, and that the cage also deformed. It was further reported that the cage remains implanted in the patient. No adverse consequence to the patient has been reported. This report captures the cage.

Manufacturer narrative:
Additional data: b5. H6 coding has been updated to reflect completion of the investigation.

Event description:
The procedure was completed with less than a three minute surgical delay.